Event description:
It was reported that the user experienced frequent low glucose readings and was advised by a trainer to perform a factory reset; customer care guided the user through the reset and insulin delivery was resumed, with the user reporting use of a 6 mm, 23 inch infusion set and a dexcom g6 sensor with code 9515. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported. Investigation included a review of device use and guided factory reset. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.